Manufacturer narrative:
Additional info has been requested. Manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records cannot be reviewed without a lot number.

Event description:
Pt developed right mandibular infection status post bsso and lefort I. The screws were removed and the pt was treated with antibiotics. Upon return to clinic, the doctor noticed the midline was off and noticed a screw was missing from the right maxilla (lateral buttress). The surgeon noted radiolucent lesions near the screws. Since this time, the infection has been treated. The surgeon will remove the remainder of the plates and screws in approx 2 weeks and will replace the hardware. This is 2 of 8 complaints for this event.